Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the cgm was displaying 52 mg/dl while the bg meter was 192 mg/dl. The patient stated they calibrated the cgm but the inaccuracy still persisted. At 9:00am, paramedica were called because the patients readings were dropping (no information if the values were dropping on the cgm or bg meter). When the paramedics arrived the bg reading was 36 mg/dl and there were no cgm values reported as the patient couldn´t remember. The patient was taken to the hospital and treated with IV medication and fluids. They performed a CT scan but no results were reported. The patient was discharged after few hours. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.